Event description:
Exactech knee implants removed for asceptic loosening. Components removed: femur, tibia, tibial insert, and patella. Tibia: ref 204-04-43; sn (B)(4); sz 4f/3t. Femur: ref 234-02-04; sn (B)(4); sz 4, left.